Event description:
It was reported that there was lack of image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The date of manufacture is not known. Alleged failure: they were trying to see into the belly and were unable confirmed failure: fiber/cone damage at sidearm outer tube damaged (bent, dented) broken rod lens. Probable root cause: incorrectly assembled optical train damage to optical train debris in optical train end of life wear-out shipping damage use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was lack of image during procedure.